Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not closed properly. A field service engineer (fse) powered off the pyxis, removed full height drawer 5, and found the red lever assembly detached with missing screws. New screws were installed, and both the module board and l board were replaced. After powering on, hardware test application was run to configure the drawer, which worked successfully. The customer tested the drawer and confirmed it was functioning perfectly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not closed properly ad w9n1 station drawer might had block to close. Tried reboot and recovered the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.